Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a power failure. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlate to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system had a black screen and no power. A field service engineer isolated to auxiliary drawer 1.1/1.2. By using a meter, it was determined that the drawer controller was defective, and the drawer controller was replaced. Diagnostics were used to verify that the drawer functioned properly, and the customer successfully tested the drawer in the application. The system functioned as intended after the field service engineer repaired the device.